Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode. The patient reported felling the heart pounding and lightheadedness, that could be related. The pacemaker was explanted, and a new pacemaker implanted at a surgical intervention. No additional adverse patient effects were reported.